Manufacturer narrative:
This report is submitted on november 12, 2018.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently developed an infection, resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 29, 2018. (B)(4).